Event description:
On (B)(6) 2010, I was implanted with a medical device, essure. I was told by my obgyn that this as a new medical device that would take the place of tubal ligation. He stated that there would be no down time and I would be back to work within one to two days. I jumped at the chance. The only warnings that he stated at the time were possible pregnancy in the 1st 60 days. He suggested that I use contraception such as condoms, etc during this time. The adverse problems happened within a year of the implantation of essure. My periods got heavy with blood clotting and horrible pain in the pelvic region. I also had pain during sexual intercourse. I periodically broke out in hives and had leg pain and restless leg syndrome. I just recently found out that the essure device is made of nickel. I am allergic to nickel. I know this because I cannot wear earrings or rings that have "noted" in them. If I do, I immediately get soreness, itching, and ultimately an infection. I am also extremely tired all the time which I believe is because I am losing so much blood during my period. I go through a pad an hour and sometimes experience leakage because my period is so bad. I have been recently diagnosed with adenomyosis, ovarian cysts, and a bulky uterus. I have extreme bloating and irritable bowel symptoms as well. I have been to the dr several times over the eight years since it was implanted and was told that they could only do an ablation of the uterus to stop the heavy periods and pain. At that time I opted out to just put up with it because I did not want to have surgery. Recently, in (B)(6) 2017, the pelvic pain felt like a stabbing pain that I could not take anymore. I went to the dr and he did a pelvic ultrasound and a laparoscopy. This is when he diagnosed me with adenomyosis and suggested a hysterectomy. I am now scheduled for a hysterectomy on (B)(6) 2019. I believe all of this has been caused by the essure medical device. I never had period pain or heavy periods before the essure device was implanted. I was never alerted to the medical complications that could arise from essure, nor was I tested for a nickel allergy before implantation. I just started recently to see the news in the media over the last year and all of my symptoms and problems started to make sense. They were the same problems that other women had reported after the implantation of the essure device. I am extremely upset that back in 2010, I could have had my tubes tied and never looked back. Now I am going in to have a complete hysterectomy. They are removing my ovaries, tubes, cervix, and uterus. I am having an abdominal hysterectomy and I am scared and depressed. I am loosing work for a couple of weeks and will have to pay a deductible in (B)(6) for the laparoscopy and now a high deductible for the surgery. Why were we not warned of the adverse effects of essure? If I would have known that all of these problems could have arose from the use of the product, I could have weighed my options and decided if I really wanted to go through with the essure implantation. I fell the MFR hid this from me and it is not right.